Event description:
Procedure: oophorectomy. According to the reporter: the shaft was torn. There was no add'l bleeding and/or tissue damage. Nothing fell into the pt cavity. Operative time was not extended more than thirty minutes. No add'l pt info available.

Manufacturer narrative:
(B)(4).